Manufacturer narrative:
The manufacturer stated in the previous report that a device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected, and evidence of foam degradation was found. Foam particles were visible. There were no error codes present. The device was scrapped. The initial pr should have been "completed." It has been corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected, and evidence of foam degradation was found. Foam particles were visible. There were no error codes present. The device was scrapped.

Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.